Event description:
A consumer reported having experienced a corneal ulcer, left eye, associated with wear of focus night & day contact lenses & use of aquify lens care product. Event was treated by an unspecified eye care provider. Lens wear resumed & she states she then experienced several episodes of corneal ulcers. It is not clear if events were diagnosed or treated by ecp. She states, she subsequently began wearing a different brand of contact lenses. Several requests have been made for additional information, however, no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.